Event description:
It was reported to philips that the allura device would not x-ray. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the wired footswitch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that the fluoroscopy pedal was going up within a minute making fluoroscopy not possible. Fse checked the fluoroscopy pedal and replaced the wired foot switch. After the replacement of wired foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.